Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jun-06, 2x crts (B)(4), telph (con): information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient is in a lot of pain and has been since (B)(6) 2019. Patient thinks there is something wrong with the device because when she increases stimulation it becomes painful after being left at the increased setting for a while. When she decreases stimulation it is too low that it doesn't provide therapy relief and she is in a lot of pain. Patient is getting jolted and has abdominal pain with increased stimulation. Patient had a partial bowel obstruction and went to the ER on (B)(6) 2019 and had surgery on (B)(6) 2019. Patient stated that she has been experiencing pain since the partial bowel obstruction, but she has not had a hcp check her implant/leads since then. Patient was trying to reach a manufacturer representative. Patient worked with a rep every once in a while in the past to have a standard tune up to regularly adjust her therapy programming settings. Patient did not have a managing physician at the time of the report. Later, the rep stated that they will contact the patient and patient was going to be seen on 6/12. No further complications were reported/anticipated. On 2019-jun-24, (rep): additional information was received from the rep. It was reported that partial bowel obstruction surgery was not related to the devices/therapy. The cause of pain, patient getting jolted was not determined. A stim reprogramming was completed and patient was satisfied at the end of the appointment. There did not seem to be an issue with the device. Patient's weight was unknown. The provided info was confirmed with physician/account.